Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the right ventricle lead was twisted, and damage was observed. The lead was not used and replaced. The patient was in stable condition.